Event description:
It was reported that the event occurred in the cath lab. After the doctor connected the syringe onto the pressure tubing to aspirate, blood and bubbles came out. As a result, the staff disconnected the pressure tubing and connected the syringe directly onto the port, i.e. The balloon central lumen connection port. At this time blood and bubbles came out from the port (balloon lumen connection port). In the end they removed the catheter and found heparin saline and blood inside the balloon. The reported length of time prior to the event was 20 minutes. A second intra-aortic balloon (iab) was inserted via the same insertion site. Intra-aortic balloon pump therapy was delayed/interrupted for 30 minutes. There were no reported patient complications or injury. Medical/surgical intervention was not required. The patient outcome is listed as ok. It was noted that the hospital has been using arrow catheters for years; they know how to prime and use the iab.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.